Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged asthma (new or worsening), lung disease, reduced cardiopulmonary reserve, copd, collapsed right lung, paralyzed right diaphragm, congested heart failure. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.